Event description:
It was reported that there was a pixel issue on the pump display, with blue blots on the screen, which affected their ability to interact with the pump. There was no adverse impact on the customer¿s blood glucose level, as levels remained within the normal range. Customer reverted to using multiple daily injections (mdi) as a backup therapy to ensure insulin delivery was not interrupted.